Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. It was indicated that the patient used an expired sensor, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction is required for h6 g3: date received by manufacturer - additional information g6: type of report - follow-up h2: type of follow up - correction h6: investigation conclusion - correction.